Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the ar-18700-14 and ar-18700-12 drill bits broke. The sales rep stated that the bars are catching. The case was completed without any adverse event.